Event description:
Melody heart valve caused acute endocarditis. MFR misrepresents the high rate this valve causes verses bovine / pig valves. More importantly, valve prevents antibiotics from eliminating bacteria in valve. Multiple false readings while valve was infected with staph aureus. Almost killed my son. Had to have open heart surgery to remove melody valve. If I hadn't demanded a pet scan (which showed infected valve leaking into lungs), would have been sent home with ticking time bomb of infected valve in heart. Replaced contaminated melody valve with cow valve. FDA safety report ID # (B)(4).